Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ball screw assembly was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
The manufacturer received information alleging a ventilator would not increase pressure. The device was not in pt use.